Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity following treatment with a lumenis lightsheer ec laser. No information regarding medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain further information from the user facility for the reported events including patient information, treatment settings, sun exposure and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and to determine a cause. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. Should additional information be provided with which to make a determination of cause, lumenis will file a follow-up MDR.